Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 600 mg/dl. Troubleshooting was performed. The programming, basals, boluses, and daily totals did not match. Advised customer to discontinue use of the insulin pump and revert to back up plan of manual injections. No further info was provided.